Event description:
Device issue: separation of guide wire tip. Time of device issue: during the procedure. Adverse event: guide wire tip remains in the pt. It was reported that during a procedure in the proximal right coronary artery (rca) lesion, while using a buddy wire technique with two bmw guide wires, the promus stent was deployed and post dilated, when it was noticed the guide wire was not removed before the stent was deployed. The guide wire was held in place by the deployed stent and could not be removed. The guide wire was pulled against resistance and finally the guide wire separated. Reportedly, the guide wire tip coils unraveled and were left inside the pt, being held in placed by the stent which was deployed over it. The pt was held overnight for observation and was discharged the next day with no ill effects. No add'l info is available.

Manufacturer narrative:
(B) (4) - excessive force. (B) (4). Eval summary: the device was not returned for analysis. Guide wire tip separation and damage of this nature may happen when the core is subjected to tensile loads beyond its designed limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, and manipulation. A wire being over pulled would require the tip to be trapped within another device, as reported, in order to create the required forces to damage the wire as described. There had been two guide wires in the anatomy and one guide wire had inadvertently been left in the anatomy and a stent was deployed over it, jailing it in the anatomy, leading to the difficulty to remove the guide wire. Instructions for use (IFU) states, "warning: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is add'l risk that the secondary wire may become entrapped between the vessel wall and the stent." In this case, it was reported that the guide wire separation was due to the physician pulling on the jailed guide wire, which subsequently resulted in the unraveled tip coils within the anatomy. The IFU states, "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage , guide wire tip separation, or stent damage." Based on the case description, the reported difficulty to remove the guide wire from the anatomy, separation, guide wire tip damage, and device embedded in the vasculature are due to case circumstances, and there does not appear to be any indication of a product quality deficiency. Mfg performs a non-destructive tip pull test on each wire, performs 100% visual inspection by mfg of tip coils and performs outer diameter inspection, all prior to packaging. Quality control performs on line reliability test and verifies product quality, including visually inspecting sampling of products after they are secured in the dispenser package.